Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has a (B)(6) driveline infection that began in (B)(6) 2014. The patient has regularly been followed by the infectious disease service and is on long term doxycycline suppressive therapy. No other signs and symptoms were reported by the patient at this time. The infection is currently stable and the patient is reported to be doing well. Incidentally, it was also reported that the patient has a history of elevated lactate dehydrogenase (ldh) levels with a peak high in the 500 u/l range. The ldh is currently stable between 300-400 u/l.

Manufacturer narrative:
Approximate age of device - 1 years, 2 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.